Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample from the reported lot number was provided. During the visual evaluation, a fiber fragment was noted at approximately 370°, with the dialysate ports situated at 0°, on the non-cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, the fiber fragment was confirmed and measured approximately 0.78mm in length from the potting surface on the non-cavity ID end. An opposing end was not identified. There was no other damage or irregularities noted on the dialyzer. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were three approved temporary deviation notice (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Upon follow-up with the rn, it was reported an internal dialyzer blood leak occurred five minutes after initiation of hemodialysis treatment the blood leak was visually observed at the top of the dialyzer housing near the arterial line. The fresenius 2008t hemodialysis machine alarmed appropriately with a blood leak alert. Blood leak test strips were not used as the blood leak was visually noted. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted; the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being set up with new supplies on a different machine. The dialyzer was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Upon follow-up with the rn, it was reported an internal dialyzer blood leak occurred five minutes after initiation of hemodialysis treatment the blood leak was visually observed at the top of the dialyzer housing near the arterial line. The fresenius 2008t hemodialysis machine alarmed appropriately with a blood leak alert. Blood leak test strips were not used as the blood leak was visually noted. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted; the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being set up with new supplies on a different machine. The dialyzer was available to be returned for evaluation.